Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 6.2 mmo/l, 19.5 mmol/l, and 24.4 mmol/l. No adverse event reported. No product is expected to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device no product to be returned.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.